Manufacturer narrative:
Corrected data: previous additional MFR information erroneously reported correction to follow up, what type? And should be health professional. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: patient identifier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve was under expanded and moderate paravalvular leak (pvl) was reported. A post-implant dilation with a non-medtronic 26 mm balloon was attempted three times. After the dilation, moderate to severe aortic regurgitation was reported as it was difficult to differentiate between valvular and pvl. It was decided to use a second 29 mm transcatheter bioprosthetic valve and when trying to advance through the first valve, the first valve dislodged into the left ventricular outflow tract (lvot). The first valve was retracted to the ascending aorta with a goose neck snare. The second valve was implanted uneventfully.

Manufacturer narrative:
Additional information received that the cause of the regurgitation was unknown but it was reported a leaflet tear was possible. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The angiographic records included with the complaint were reviewed and showed the following: (1) the valve had a good starting point on deployment. (2) the valve was deployed at 80% but it trended deep on the left. (3) the valve was deployed at 80% in a good position. (4) the valve was deployed at 100% and paravalvular leak (pvl) was confirmed. However, the degree of pvl could not be determined due to lack of contrast. (5) a balloon aortic valvuloplasty (bav) was performed four times and during the 4th bav, the waist of the valve appeared to have over-expanded. (6) severe aortic insufficiency was apparent post-bav (leaflet tear due to over-expansion of the valve). (7) additional bav¿s (5th and 6th) were performed. (8) a snare was attached to the valve. (9) the valve was snared into the ascending aorta. (10) a second delivery catheter system (dcs) passed through the first valve at a good starting position. (11) the second valve was deployed at 80% at a good position. (12) the second valve was deployed at 100% at a good position with no pvl. The angiographic review was not able to confirm the reported under-expanded valve. The review concluded that pvl was present after the first valve was implanted. A total of six (6) bav¿s were performed. However, during the 4th bav, the waist of the valve appeared to have over-expanded which resulted in severe aortic insufficiency (due to a leaflet tear). A snare was used to move the first valve into the ascending aorta and a second valve was implanted with a good result. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl was likely attributed to the incomplete expansion of the valve. The reported dislodgement of the first valve into the left ventricular outflow tract may have been attributed to the advancement attempt of the second delivery catheter system (dcs). Based on the cine review, the severe aortic insufficiency was likely due to leaflet damage sustained during the post-bav when the waist of the valve was over-expanded. Per the instructions for use (IFU), ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valves, the manufacturer¿s labeled inner diameter.¿ there was no indication of a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.